Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 42 mg/dl at the time of the incident and current blood glucose was 127 mg/dl. Customer also stated the blood glucose was 118 mg/dl at the time of call. The customer was assisted with troubleshooting for low blood glucose. Customer treated with food. Customer will not be returned device for analysis.

Manufacturer narrative:
Inspected one random opened and used sensor and performed continuity resistance test and sensor failed per specifications.